Manufacturer narrative:
Received no nexiva product, received only one q-syte unit within an opened packaged from lot 8094751. The returned photo reveals a 24ga bd nexiva closed IV catheter system d/p which consists of the catheter/adapter and extension line assemblies with the pinch clamp disengaged. The needle cover is laying in the bottom (clear film) of a nexiva blister pack. The top film of the package is peel back but still attached. There is a q-syte attached to one port and a miscellaneous syringe with clear fluid attached to the second port. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of leakage with lot #8094751 regarding item (B)(4). DHR review; was previously conducted for investigation (B)(4), which disclosed the following: lot 8094751; was manufactured on nfa line 2 on 5april18 through 11april18 for a total quantity of (B)(4). 5 non-related quality notifications were initiated during production of this lot. Disposition, root cause and corrective actions were applied as per quality control plan. All other challenge, set-up and in process samples were performed and passed per specifications. Analysis of the photo shows the unit is being manually flushed by the attached syringe, which reveals a stream of clear fluid leaking from the center of the extension line into the clear film of the package. There is a visible cut in the extension tubing (path of leakage). The photo provided sufficient evidence to identify the defect of leakage. Eura (end user risk analysis) review shows that with limited severity and occasional occurrence, the risk to the end user is acceptable. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported that blood leaked from the bd nexiva closed IV catheter system during use. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood leaked from the bd nexiva¿ closed IV catheter system during use. There was no report of exposure, injury, or medical intervention.